Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: g1(contact person).

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found error code 118 had occurred 43 times in the logs, suggestive that there are malfunctions in the valves. The fse resolved the issue by replacing the drive manifold assembly and pneumatic module assembly. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss. It was also reported that the customer switched to cs300 iabp unit to continue patient therapy. No patient harm, serious injury or adverse event was reported.